Event description:
It was reported that the patient presented to the emergency room (ER) with syncope and 6-8 second pauses/asystole documented. Bipolar ventricular lead impedance, 291 ohms, was less than unipolar, 494 ohms. The patient was taken for a lead revision, but no problems were found with the lead. During the case, the ipg was connected to a new ventricular lead with periods of asystole observed, resulting from noise on the ventricular channel. Noise and asystole were also observed when the m.d. Tapped on the can. The device was explanted. Events could not be reproduced with the new ipg. No patient complications have been reported as a result of this event. A medwatch was subsequently received reporting that the patient was admitted with multiple episodes of dizziness and falls. Noted to have episodes of non-capture with long pauses on telemetry, which were symptomatic. Pacemaker interrogation and reprogramming done to vvi pacing mode. External pacemaker applied. Both ipg and lead were replaced.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received.

Event description:
It was reported that the patient presented to the emergency room (ER) with syncope and 6-8 second pauses/asystole documented. Bipolar ventricular lead impedance, 291 ohms, was less than unipolar, 494 ohms. The patient was taken for a lead revision, but no problems were found with the lead. During the case, the ipg was connected to a new ventricular lead with periods of asystole, resulting from noise on the ventricular channel, observed. Noise and asystole were also observed when the m.d. Tapped on the can. The device was explanted. Events could not be reproduced with the new ipg. No patient complications have been reported as a result of this event.